Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 6 seconds or 98% of expected accuracy.

Event description:
As reported by the user facility: infusion in place finished early.